Event description:
It was reported that during a routine ICD replacement procedure, the hcp noted the lv lead insulation appeared abnormal. The lv lead insulation was repaired and the lv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.